Event description:
A pt had been treated at her md's office for hypoglycaemia. The dr recommended a new pump be requested. The device history was reviewed with the reporter on the telephone and per the pump history the recent recommended bolus' that had been recommended had been overridden and larger bolus's programmed. When questioned regarding who does the programming of the pump while the pt is at school. It was reported that the school secretary handles bolus programming. When the reporter was questioned regarding whether the pt maybe altering the program the reporter stated that it was not possible as she has instructed the pt to not touch the pump. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.